Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose (bg) was over 600 mg/dl. Correction boluses and insulin injections were used to address elevated bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin and insulin injections were administered. Customer was discharged on (B)(6) 2018 with bg/dka resolved. Customer reverted to manual injections for insulin therapy. Upon follow up, the customer reported the pump was "working fine" and declined tandem clinical diabetes specialist's offer for further assistance.